Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology a defect was noticed at the tip of the catheter. At least 15 pieces were found to have this defect. There was no report of patient impact. The following information was provided by the initial reporter: material no:382523 batch no: 1172725   it was reported by the consumer a ridge bulging close to the tip of the catheter. Detail: patients complained of pain after IV insertion. After closer inspection, the nurses noted a ridge/bulging close to the tip of the catheters. Approx 15 or more catheters were inspected after the fact, and the team noted the same ridge/bulging. Number of occurrences: multiple; more than 15+.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology a defect was noticed at the tip of the catheter. At least 15 pieces were found to have this defect. There was no report of patient impact. The following information was provided by the initial reporter: material no:382523 batch no: 1172725   it was reported by the consumer a ridge bulging close to the tip of the catheter. Detail: patients complained of pain after IV insertion. After closer inspection, the nurses noted a ridge/bulging close to the tip of the catheters. Approx 15 or more catheters were inspected after the fact, and the team noted the same ridge/bulging. Number of occurrences: multiple; more than 15+.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.